Event description:
Boston scientific crm received information that this pacing system was explanted due to infection. Additionally, there were two leads that had previously been removed from service and surgically abandoned that had eroded through the skin. A new pacing system will be implanted in the future.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.